Event description:
A literature review identified the article, di gennaro gl, trisolino g, viotto m, et al. Simultaneous correction of juvenile hallux valgus and flexible flatfoot in children: outcomes of combined first metatarsal hemiepiphysiodesis and calcaneal-stop procedure. Journal of clinical medicine. 2025 oct;14(20):7330. Doi: 10.3390/jcm14207330. Pmid: 41156199; pmcid: pmc12565386. This retrospective cohort study focused on treating patients with juvenile hallux valgus (jhv) and flexible flatfoot (fff). Patients were treated between 2017 to 2023 and had a mean follow-up of 3.7 ± 0.9 years (range 2.5-5.2 years). Of the 24 patients (48 feet), all patients were between 10 to 12 years old when undergoing a lateral hemiepiphysiodesis of the first metatarsal (lhfm) and calcaneal-stop (c-stop) for the c-stop procedure, patients had a custom-designed screw from still easy foot, dialortho inserted. For the lhfm, an acumed acutrak mini screw (3.5mm) in lengths of 16-30mm was inserted in the medial cortex of the first metatarsal shaft. This study evaluated patients for their radiographic outcomes, the foot and ankle disability index (fadi), and the tegner activity scare (tas). For all patients, radiographs showed significant improvement in all parameters measured, with 68.8% of patients achieving full normalization of their flatfoot. The remainder of patients had a mild residual flatfoot deformity. All patients had corrected hindfoot alignment and medial arch restoration. Furthermore, 90% achieved the maximum fadi score and 88% of patients resumed recreational sports. Only two (2) patients had a complication. One (1) patient had the screw migrate, and the other patient had screw migration that necessitated a revision surgery. It was not specified which screw migrated, the custom screw or the acumed screw. The authors concluded that simultaneously correcting jhv and fff yielded significant radiographic improvements with excellent functional outcomes. Furthermore few patients had complications from this procedure. However, for more severe deformities, additional distal metatarsal procedures may be needed to achieve full hallux alignment.

Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (2 total for this article): note, this MDR is included in the list below. 3025141-2025-00620, .